Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 the philips field service engineer evaluated the ventilator and replaced the power supply and the blower to resolve the customer reported issue. The ventilator passed all performance testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 failure analysis of the returned part indicates the following root cause: the damaged magnet pieces fragments wedged between the shaft and housing motor created the motor shaft to get jammed and created the ventilator inop 1012 error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18july2019.

Event description:
A customer reported that while in use on a patient, a v200 ventilator shut down and the screen was blank. The patient desaturated and was manually ventilated and provided supplemental oxygen and placed on another ventilator. There was no harm to the patient.

Manufacturer narrative:
Date rec¿d by MFR 26sep2019. Date of report : 27sep2019. The philips failure investigation engineer performed a visual inspection of the power supply which revealed evidence of accumulation of dust on the power supply. The power supply was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that while in use on a patient, a v200 ventilator shut down and the screen was blank. The patient desaturated and was manually ventilated and provided supplemental oxygen and placed on another ventilator. There was no harm to the patient.